Event description:
A malfunction alarm, identified as malf 5, was reported with no notable events occurring prior to the malfunction. The customer¿s blood glucose level did not exceed 500 mg/dl (27.7 mmol/l), indicating no adverse impact. Tandem technical support advised replacing the pump and confirmed shipment arrangements. The customer understood instructions for using backup therapy, returning the pump, and handling the sensor with a replacement pump.